Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to a routine generator replacement procedure; no capture was noted on the left ventricular lead and the device had been programmed to vvi. During the procedure, the left ventricular lead appeared to be pulled back in the main coronary sinus body. The left ventricular lead was capped and not replaced on (B)(6) 2019 during the routine generator replacement procedure. The patient was stable, before, during, and after the procedure.